Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys troponin t assay (tnt) on the cobas 8000 e 602 module (e602). At 8:30 am, the initial result was 75 ng/ml. A new sample was taken. At 11:00 am the result was <3 ng/ml. At an unspecified time, the original sample was repeated with a result of <3 ng/ml. There were no data flags with any of the results. All chemistry test results and repeat results on the original sample were acceptable. The customer has not had any issues with other assays. The customer is currently repeating other samples for tnt that were originally analyzed on the date of the event. There was no allegation of an adverse event with the patient. The tnt reagent lot number and expiration date were requested but not provided. The customer stated that qc was acceptable. The field service representative inspected the instrument, and noted that the sample probe voltage was too high and adjusted it down. Probe alignment was checked and acceptable. A performance check was completed and was slightly out of specification. The customer has not experienced any further issues since the service visit.

Manufacturer narrative:
A specific root cause could not be determined for this event. Additional information was requested for further investigation but was not provided. A potential root cause could be related to the sample probe voltage. An additional potential root cause could be related to a clotted or blocked system (sipper or measuring cell) due to a sticky or solid sample. This is resolved by a liquid flow cleaning or through routine operation system cleaning.